Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they'd get a message saying unable to support your device, later clarified as settings not available. Patient said the implant would be charged, but then they'd go to turn stim on and they wouldn't feel the stimulation working. Patient then said the implant battery would be dead in a day and they only had 2 of their 3 programs running. When asked event date, patient said in the last couple weeks. The patient was redirected to their healthcare provider to further address the issue. When asked doctor, patient said the doctor had passed away and they didn't know anymore.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.